Event description:
It was reported that six days post patient¿s generator upgrade the patient presented to the ER (emergency room) with chest pains and rates in the thirty range. An x-ray was taken and it showed that the patient¿s right ventricular (rv) pace/sense lead had pulled back. The patient was admitted to the hospital and then early the next morning the patient¿s hemoglobin values came back showing low, suggestive of some source of internal bleeding. The physician elected to do a pericardial window and found that the whole first inch of the lead was exposed. The rv pace/sense lead was then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).